Manufacturer narrative:
Calibration and qc data do not indicate a reagent issue. The patient samples were submitted for investigation. The customer's results for both patients were reproduced at the investigation site. The samples were tested by a rapid assay and another independent internal assay detecting antibodies against sars-cov-2. Both samples were negative when tested by both methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The patient samples were requested for investigation.

Event description:
The initial reporter complained of discrepant results for 2 patient samples ("patient 2" and "patient 3") tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas 6000 e 601 module compared to the abbott method. Patient 2 was tested on the e601 module with a result of 1.16 coi (positive). On (B)(6) 2020 patient 3 was tested on the e601 module using reagent lot 494813 with a result of 3.5 coi (positive) and was tested with reagent lot 496298 with a result of 2.7 coi (positive). Both patients were negative by the abbott method. The actual results were not provided. It is not known which results were believed to be correct. No pcr testing was performed on patient 2. Patient 3 had a negative pcr result. The date of pcr testing was requested but could not be provided. The e601 module serial number was (B)(4).